Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced tape not sticking event on (B)(6) 2026. The tape did not stick after taking shower. No further information available.